Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA via medwatch # mw5073089. Device manufacture date: unknown. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while drawing medication from a vial into a syringe using a bd safetyglide¿ shielding hypodermic needle, the safety cap was pulled back away from the needle. Upon replacing the safety cap over the needle, the safety cap snapped off causing the needle to nearly puncture the nurse¿s finger. There was no report of injury or medical intervention.